Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of an overdelivery using a dial-a-flo extension set. While in the catheterization lab, the device was being used to infuse 1000ml of d5/ns at a rate of 30ml/hr. The solution container and tubing was hung from a ceiling mounted IV pole. The customer stated, " the container was found empty less than an hour later." A replacment dial-a-flo was used to continue the delivery. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.